Manufacturer narrative:
(B)(4). The customer declined physio-control's repair offer and the device was returned to the customer in the observed condition. A conclusive cause of the device failure could not be determined.

Event description:
During a scheduled inspection, physio-control found that the device logged event codes in the memory and was unable to deliver defibrillation therapy. There was no patient use associated with the event.